Manufacturer narrative:
The device was intended for use in treatment and returned for evaluation. It was reported that the drill console was displaying an e6 error. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. The reported claim was confirmed upon functional evaluation. Once the drill is connected it immediately displays an e6 error. In house testing using a breakout box designed by the robotics department confirms that the temperature sensitive resistor used inside of the drill appears to be damaged. The resistance of a good drill between a5vm and tempm connection is approximately 10.49 kohms. As the drill is used and heat is generated, the resistance decreases until it reaches its threshold for the e6 error. On the returned material the resistance value was 82.8 ohms upon initial connection.the drill was returned to the OEM for service. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that during a tka procedure, the anspach drill does not work when starting the navio. The procedure was completed with a backup device with no patient harm or delay. Investigation results showed that an internal damage was the caused of this issue.